Event description:
In (B)(6) 2006, I had a total knee replacement of my left knee with an exactech knee at the hospital for (B)(6) in (B)(6). I had a difficult rehabilitation. For approx 6 months in 2010, I experienced many problems with my knee that had been replaced. After numerous trips to my orthopedic surgeon, I was told that the 9 millimeter plastic disk in my knee was tight enough and so had loosened the entire knee replacement. Surgery was the only way to relieve my issues and so in (B)(6) 2010, I had surgery to replace the 9 millimeter plastic disk with a 13 millimeter plastic disk to tighten my knee. In (B)(6) 2018, I began to experience major inflammation, swelling and pain in my left total knee replacement knee and leg. On (B)(6) 2018, I had an appt with my orthopedic surgeon who drained as enormous amount of fluid from my knee, x-rayed it and ordered an MRI. The results of the MRI indicated that the plastic disk in my left total knee replacement was shredding causing inflammation, swelling and pain and the tibial component had loosened. Once again, surgery is the only option in order to relieve the pain, inflammation and swelling of my left knee and leg. These issues did not allow me to walk properly, climb stairs, bend and/or straighten my leg without excruciating pain. This has had a major impact on my life. Presently, on (B)(6) 2018, I will undergo another surgery to replace the shredding plastic disk and remove the crumbling cement in used in the tibial component. My surgeon plans to extend the keel on the tibial component so it is hammered further into my tibial; put a titanium sleeve over it and re-cement it. This is the second time I have had to have surgery to repair what I feel is a defective knee. No one can tell me why or how it has occurred and no one can guarantee that I will be symptom-free in the years to come. Clearly, I am more than upset, worried and confused. Three operations is not what I expected when I had my knee replaced. It was replaced to allow me to continue my active life-style pain free.